Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that the display device showed an unrecoverable loss of antenna passed the threshold on (B)(6) 2017. No additional patient or event information is available.